Event description:
Adverse event: "no patient injury" (no consequences or impact to patient). Product problem: "laser probe did not work" (device inoperable). A biomedical engineer reported the laser probe did not work after being plugged in to the system. This event was noticed upon set up for the case. Another probe was used to complete the case. There was no patient impact reported.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).